Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-04765. It was reported one of the patient's (B)(4) lead eroded through the skin and the patient developed abscess at the site. Consequently, the patient underwent surgical intervention on (B)(6) 2016 wherein the physician drained the abscess and repositioned the lead deeper. Reportedly, the lead site has healed well. Pathology report revealed no infection; the physician suspected the abscess was due to an auto-immune reaction. The patient received two leads. It is unknown which one is related to the issue. Therefore, all the suspected devices are being reported.